Manufacturer narrative:
It was reported that the infection was treated with oral and topical antibiotics and a skin revision was performed to excise excess skin at the time of the abutment removal.

Manufacturer narrative:
This report is submitted on february 08, 2018, (B)(4).

Event description:
It was reported the patient experienced an infection at the abutment site and subsequently, the abutment was removed on (B)(6), 2018. There are plans to explant the device and to reimplant the patient with a new device, once the infection has cleared.